Event description:
Patient revised for loose patella button, found pegs had sheared off. History of falling downstairs.

Manufacturer narrative:
The product was not returned for examination. The investigation could not draw any conclusions about the reported device loosening without the product to examine. Provided information stated the patient has a history of trauma (falling down stairs) and could be a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.